Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding liquid crystal display glass. Unable to confirm keypad anomaly and unable to perform any tests due to liquid crystal display physical damage.

Event description:
The customer reported via phone call that the insulin pump had keypad locked alarm. Customer¿s blood glucose level was 150 mg/dl. Customer had high blood glucose level and they treated with manual insulin bolus. Customer was assisted with troubleshooting. The device will be returned for analysis.